Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified medication. The cause of the infection was reported as patient noncompliance with device management instruction. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.